Event description:
This rv lead was implanted on (B)(6)1998 and remains implanted as of the present. A call placed to technical services stating that there was lead safety switch back on (B)(6)2018 and some noise on the ventricular tachycardia episodes. Technical services reviewed the episode in v-1 which showed noise indicative of the mv signal. There was also a pacing inhibition greater than 2 seconds and as per additional information the impedance was greater than 3000 ohms when the lead safety switch alert was triggered. The following physician was dr.(B)(6) at good samaritan (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).